Manufacturer narrative:
(B)(4) evaluation statement: the reported event of a check IV set error could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was patient involvement.

Event description:
The customer reported the pump module alarmed for ¿check IV set¿. The device was checked and the IV set replaced; however, the device continued to alarm. There was no report of patient harm. The device was evaluated by the facility¿s biomed who found damaged iui connectors. The iui connectors were replaced and a function check in alaris system maintenance was completed.